Event description:
The product was used during a lavh procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.